Event description:
1 cc of juvéderm® volift¿ with lidocaine was injected. 1 cc of juvéderm ultra plus¿ xc was applied on an unknown date. Hard nodules appeared 7 months after juvéderm® volift¿ with lidocaine injection. Secondary inflammation experienced 12 months post injection. Prednisone 50 mg x 3 days, prednisone 30 mg x 11 days, duricef 1 g bid x 24 h, duricef 500 mg 1 d x 8 days provided 4 months post symptom onset. About 3 weeks later, 0.2 ml hyaluronidase in the nodules was administered. Symptoms have not resolved. Healthcare professional noted "swollen mass were injections were made."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the marionettes. One year later, the patient had another injection with juvéderm ultra plus xc that was applied to the "same region or nasolabial." Over 1 year later, the patient developed hard nodules in the injected zones. This is the same event and the same patient reported under MDR ID #3005113652-2019-00247 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volift with lidocaine.